Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was over 300 mg/dl. Customer changed his set today and stated that this is his 3rd motor error alarm today. Customer does not know what is going on. Customer had 4 motor error alarms in the last 30 days in the alarm history. Customer was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.